Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump powers with returned battery cap to a dim discolored display. Battery cap able to fully tighten. The battery compartment was cracked in the thread area and cracked below grip pad. Black box shows no evidence of short battery life however alarm history shows a eaw 128-fb88 alarm on (B)(6) 2015. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. The current draws within specifications. No "battery life" issues duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Inspected 5 volt motor regulator u12, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.